Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device fired fine but when they did the leak test, there were bubbles in a portion of the anterior staple line. The surgeon had to over sew to close the leak. The patient ended up with an ileostomy. Additional information has been requested.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information: the following questions were requested: was the ileostomy planned prior to the start of the case? Is the ileostomy temporary or permanent? If temporary, what are the plans for reversal? What device was used for the proximal and distal transaction? What color reload? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? What is the age and sex of the patient? What is the current status of the patient? Did a hcp other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? And the following response was received: ileostomy was not planned. It is temporary. Takedown. Transection was end to end, distal and proximal. No buttress. Fired through distal staple line. Regular to thick tissue. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.